Event description:
It was reported the pt was experiencing a loss of therapeutic effect following replacement of their intrathecal drug delivery pump. The device was interrogated and a motor stall was recorded for 2008 with a recovery on the following month (prior to implant). The drug used in the pump was not reported. Troubleshooting was being considered. Add'l info has been requested, but was not available as of the date of this report.